Event description:
It was reported to MFR by facility, rehab and care center. Per facility, a resident was yelling for help, and was found sitting on the floor next to her bed. Neck was lodged in side rail under bottom bar between side rail and mattress. Full assessement of resident was given, bruising to jaw and neck noted - no further injury. As described this could be considered as a zone 2 entrapment; under the rail, between the rail supports and between rail and the mattress. Facility informed the state when incident happened; however, she was unaware they should have reported to the MFR and FDA as well. This contact was a request of their attorney, requesting a letter from MFR stating the bed and rail combination was appropriate to use.